Event description:
It is reported that after a knee arthoplasty that the patient was revised due to infection and pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.